Event description:
Reporter indicated that vns patient experienced neck pain, constant hoarseness and shortness of breath after spouse "slammed pt in the neck". The pt planned to go to hospital emergency room. Investigation to date has been unable to determine the severity of the reported event.